Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius, yellow particles and underweight. A visual and microscopic analysis was performed which identified two sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: two sharp opening curved and extended on posterior assessed as a surgical impact opening additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a left side rupture and exchange from textured implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Healthcare professional reported a left side rupture and exchange from textured implants due to concern with the product. Device has been explanted.